Event description:
The facility reported an infuso.r. Pump with "syringe gear itself is stripped out, it's not going down." The event was reported to have occurred during delivery in the surgery department. This condition had the potential to interrupt delivery. There was no report of patient involvement, patient/user injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of an infuso.r. Pump with a malfunction of "syringe gear itself is stripped out, it's not going down" was not confirmed during sample evaluation. Therefore, no assignable cause was identified and no repair was made to correct the reported condition.

Manufacturer narrative:
(B)(4). A device history record review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number. Data has been discarded per retention period stated in doc20j. A service history review revealed that this device has not been serviced prior to this event.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.